Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion code; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient's device exhibited battery depletion (bd) code with beeping tones. Analysis determined that the code was due to excessive magnet application, however the battery should recover. The device is still in service. No adverse events.